Event description:
The customer reports that the unit is beeping after flouro switch released. The fse during the onsite evaluation found communications error in the debug log. This error does not cause additional flouro as unit will not xray, it just makes the audible tone as if it is making xray. This error may result in a system lock up, no boot, or shut down situation depending on when the loss of communication occurs. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. There were errors in the system logs, but the fse was unable to find any cause. The system operates as intended.